Event description:
It was reported that there was housing damage to a customer's power module. The power module was removed from for servicing.

Manufacturer narrative:
Section g4: there was no patient involved in this event. The PMA# provided is associated with the device¿s most recent approval. Manufacturer's investigation conclusion: incidental findings: sla battery not retaining charge. The reported event of damaged housing on the power module (serial number: (B)(6)) was confirmed. The unit returned to the (B)(6) and upon initial observation, the damaged housing was noted. The unit booted up and functioned as intended. The damaged housing was replaced, and preventative maintenance was performed. The unit was returned to the customer. The root cause for the damaged housing was unable to be determined via this investigation. During the battery discharge test, the sealed lead acid (sla) battery was not able to support the system as intended. This issue was isolated to the sla battery. The housing, rubber feet, and system monitor connector were replaced, and the unit passed all functional testing with a test battery. Preventative maintenance was performed, and the unit was returned to the customer without a new backup battery. The sla battery was forwarded to the product performance engineering (ppe) group for further analysis. The battery¿s voltage was observed to be within the acceptable range (13.05v). The battery was connected to a known working test fixture and charged as intended. The unit was connected to a mock circulatory loop and disconnected from ac power. The red battery alarm activated approximately 13 minutes later, which is shorter than the acceptable 45 minutes. After this test, the battery's voltage was noted to be 12.78v. Due to the hazard posed by the lead acid battery, further troubleshooting could not be performed. The device history records were reviewed revealed no deviations with manufacturing and qa specifications. Heartmate 3 instructions for use (IFU) (rev. G) section 3 "powering the system" explains the various way to the power the heartmate 3 lvas, including how to use the power module. Heartmate 3 instructions for use (IFU) (rev. G) section 8 "equipment storage and care" describe how to care for and clean all equipment. Heartmate 3 instructions for use (IFU) (rev. G) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, which includes functional testing, cleaning, inspection, and replacement of the power module backup battery. This section also informs the user to replace any equipment or system component that appears damaged or worn. No further information was provided. The manufacturer is closing the file on this event.